Event description:
The stapler was loaded and tested by the scrub tech. The device was given to the surgeon and placed on the tissue and closed, but not fired. The stapler was opened and removed from the patient and given back to the scrub. After the initial use, it was found that the stapler would not close. Both the stapler and the reload were removed from the surgical field.